Event description:
Information received from the field notes far r-wave oversensing and noise on the atrial channel. The patient had been in a coma and had electrolyte imbalances and a previous ablation.